Manufacturer narrative:
The reported event was missing was confirmed by the service technician. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during equipment testing conducted at the user facility the black port cover of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted at the user facility the black port cover of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.